Manufacturer narrative:
The customer¿s report of failing preventative maintenance due to rate inaccuracy was confirmed and replicated on one of the two returned pump module devices sn: (B)(4) physical inspection noted the device door latch/sear was found to be a third party part from an unknown manufacturer. The bezel was found to be from the third party manufacturer. Examination of the mechanism frame mounting screws did not find any tamper resistive seals present on any of the six mounting screws. No log review was deemed to be required. Pump module s/n (B)(4) was tested for rate accuracy verification and found to be slightly out of specification at -3.4042% error. Calibration was able to successfully bring the device in specification. The device was also tested for patient side occlusion was found to be out of specification measuring 7.6 psi. Replacement of the upper pressure sensor brought the device into specification measuring 7.71 psi. Without issue. The customer's use of repair or service parts or disposables that are not approved by bd is at customer's own risk and patient risk, and may void the product warranty provided by bd. The proximate cause of the customer¿s report of pump module s/n (B)(4) failing preventative maintenance due to rate inaccuracy was determined to be due to the device being out of calibration. Calibration successfully brought the device back into rate accuracy specification. The proximate cause of the patient side occlusion issue was due to marginal upper pressure sensor. The use of the third party bezel is also suspected to be a contributing factor in the low patient side occlusion test results.

Event description:
It was reported that devices failed preventative maintenance due to rate inaccuracy. There was no known patient-related event involving the devices.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that devices failed preventative maintenance due to rate inaccuracy. There was no known patient-related event involving the devices.